Manufacturer narrative:
The device was received with cracked case on the back at the battery tube are. The device had blank white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank white lcd.

Event description:
It was reported that the case of the insulin pump was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.